Manufacturer narrative:
A thorough investigation was initiated and completed on this unit. The reported complaint could not be confirmed. Throughout extensive testing compression depth remained consistent and within required specifications. However, the device would not compress beyond 6cm due to a damaged cdnv (compression depth needle valve). The unit was received dirty and obviously in need of standard preventive maintenance. Cycle count was found to be very near 1,000,000 at which time factory service is recommended. The cdnv was repaired, recommended factory service performed, and the unit returned to the customer.

Event description:
The device was applied to a patient in cardiac arrest. It was reported that after several minutes, compressions depth increased to 8cm. The patient did not survive, although, the reporter stated that the device problem did not contribute to the death.